Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the following reportable events: acoustic lens was damaged, reaching to the glue-layer. Adhesive around objective lens had wear. Adhesive around light guide lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for damaged acoustic lens, cause traced to component failure for worn adhesive around objective lens and light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.